Event description:
It was reported that the lead was explanted and replaced due to noise when the patient moved their arm. The lead has been programmed unipolar since implant. It was also noted that the patient experienced pain at the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.